Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive failed battery test alarms, even after several battery changes. Customer's blood glucose was unknown. During troubleshooting for failed battery test it was found that there was a film inside battery compartment and battery cap. Customer was advised that insulin pump would need to be replaced.